Event description:
2026-may-07 interface update (rep): additional information received. Fse stated cs would have more details to isolating the problem allegedly to navigation system-- requested clarification from cs. 2026-may-20 interface update (rep): additional information received. Fse account team to confirm if no po to be received-- otherwise case to be closed given: - initially only swapping stealth, no other components of setup, complaint not replicated - navigation system checkout wo01329934: cc clarified that she connected original navigation system and this to imaging system, took a spin on the same side of imaging system as during complaint, issue not replicated - complaint has not reoccurred in subsequent surgeries 2026-may-21 interface update (rep): additional information received. Fse did not forward quote to customer given: - "site historically has been very hesitant to cut pos" - no inaccuracy replicated with imaging system during navigation system checkout.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigated spin was inaccurate in stealth for two different stealth air frames. The proximal spin was approximately 1 inch too lateral, and the distal spin was approximately 1 inch too anterior. It occurred intra operatively and there was less than an hour delay to the case. Medtronic imaging was aborted. No reported impact to the patient. During troubleshooting, the system was switched to another stealth; the issue was not replicated.

Manufacturer narrative:
Section b5 updated: additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.